Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The product safety management department performed functionality tests with the claimed product and, after analysis, no non-compliance was identified.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during its installation surgery, because he had problems with the instrumental being used to perform it. The implant was being installed in intraoral region #12 and the patient presented bone type iii. The implant was not successfully replaced in the same surgical act.